Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the roller pump would not start automatically and stopped displaying a 'motor error' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was a delay of an unknown amount of time. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: b5.

Event description:
Per clinical review: the end user reported that during use of the device for cardiopulmonary bypass (cpb), the roller pump stopped, and displayed a motor error on the local screen. When they attempted to turn the roller pump on it would not start automatically. They obtained a backup pump from their technical department. As a result, there was a delay of approximately 15 minutes. The surgery was completed successfully. There was no blood and no adverse event reported.

Manufacturer narrative:
Updated blocks: b5 and g4.

Event description:
Additional information was received that there was a 15 minute delay.

Manufacturer narrative:
Updated blocks: h3 and h6 the reported complaint was confirmed. Multiple diligence attempts for part return were unsuccessful so further root cause analysis could not be performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.